Manufacturer narrative:
.

Event description:
It was reported that following a pump replacement the pt experienced a local infection. Specific pt symptoms were not provided. The pump was used to deliver hydromorphone 25mg/dl. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available. (See MFR's report# 2182207-2008-07146)